Event description:
On 12/10/2021 it was reported by a sales representative via phone that (2) out of the (4) ar-3638 fibertak anchor used has issues with the shuttle suture after insertion. This was discovered during use in a labral repair on (B)(6) 2021. The first (2)ar-3638 were implanted without issue. Both ar-3638 lot 13487570 (line # 1)and 11898827 (line #2) has the same issue. After the anchor was inserted as the surgeon remove the suture passer and wire loop together to shuttle the repair suture through the labral tissue, the suture broke. The case was completed by using two ar-2923bc.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.